Event description:
It was reported that the customer had high blood glucose. He was being treated with multiple daily injections. Although the customer's mother stated she was unable to troubleshoot and wished to seek emergency care for her son, the customer called to follow up two days later and stated he was not hospitalized. At this time, the customer's blood glucose was over 200 mg/dl and had gotten up to 563 mg/dl. Two of the patient's infusion sets had been kinked and one set was leaking at the insertion site. It was further stated that the insulin was murky and there were a lot of air bubbles in the tubing. Causes of bent cannulas and insertion techniques were discussed. Insulin pump had not been rewound with reservoir in place. The insulin had not been stored at room temperature to prevent from gassing out when it would warm in the pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.